Manufacturer narrative:
Additional information added; a.2, a.3, a.4, b.3, b.5, b.7, & d.11. Correction; h.6. (Patient code). ********************************************************************* the customer's report that the tubing set was damaged and leaked was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. There was a cut on the tubing approximately three inches above the bottom smartsite port. The cut was visually inspected under magnification. Scuff markings were also observed around the cut. Although damage was observed, the set was re-primed. Fluid leaked from the cut and no other leak was observed from anywhere else. The sample was also pressure tested and a leak was noted from the same area. No other leak was observed. The cause of the leak was due to the observed cut along the tubing. The root cause of the damage was not identified.

Event description:
It was reported from h3 ICU that the primary tubing set was found to have a crack/hole and leaked onto the floor during an unspecified vasopressor medication infusion. It was also stated that the previous nurse found the secondary tubing set cracked. The nurse removed the secondary tubing and discarded it. It is unknown how long the patient was not receiving the vasopressor medication, however; it was confirmed that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested but not provided.

Event description:
It was reported that the tubing set leaked from the middle of the tubing set during use on a patient.